Manufacturer narrative:
It was determined by the field service technician that the issue was with the rover and not the docker. Product information has been updated. The field service technician was able to confirm the reported event of an offload error. The root cause was determined to be due to coupler (debris). Based on the risk document if the coupling won¿t engage due to being stuck closed it can result in the rover being unable to dock/offload. It is likely that the debris that was clogging the coupler was causing it to stick closed. After the technician cleared the clog the rover functioned as intended and was returned to service.

Event description:
It was reported that the neptune rover was getting an offload error during the docking process. This resulted in a 45 minute delay in cases. The cases were completed successfully with wall suction. There was no medical treatment or intervention required as a result of this event.

Manufacturer narrative:
Failure analysis is pending; additional information will be submitted once the field service report is received.

Event description:
It was reported that the neptune rover was getting an offload error during the docking process. This resulted in a 45 minute delay in cases. The cases were completed successfully with wall suction. There was no medical treatment or intervention required as a result of this event.